Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: broken sharp and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior, wear abrasion, missing shell and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left breast soreness and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional reported left side rupture. Device has been explanted and replaced.